Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage with noise and an outer fracture. The lead was reprogrammed to unipolar and a revision was planned. Presently, the lead remains in use. No patient complications have been reported as a result of this event.